Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin flow block alarm functions properly during the basic occlusion test and occlusion test, no prime/seating anomaly noted during testing. Low battery alarm and replace battery now alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance on printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board insulin pump was monitored and functioned properly. Unit was received with cracked retainer, minor scratched display window, and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed replace battery now. Customer was assisted with troubleshooting for alarm. Customer's blood glucose was 132mg/dl at the time of incident. Customer stated that the battery was not previously used, that the insulin pump was not dropped, the drive support cap was not damaged, and that there were no unattended alarms. The customer indicated that it was the second occurrence of replace battery now alarm without receiving low battery alert prior. The customer was advised that the insulin pump needed to be replaced. The customer was advised that they may continue use of the insulin pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.